Manufacturer narrative:
The reason for this instrument failure was reported as broken k-wire tip. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk, adverse event, or negative outcome were reported by the surgeon. There was no delay in surgery and the surgery was completed as intended. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The device was left in patient and evaluated by registered medical assistant (RMA) djo surgical. The instrument was not returned for examination and the lot number was not reported. Without the lot number, the instrument could not be linked to a specific device history record (DHR) and the actual date of manufacture cannot be determine with confidence. Complaint database review shows no prior complaints filed against the instruments' item number that reports a similar failure. The root cause for the initial problem cannot be determined with confidence as the instrument was not returned for investigational review. It is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was not returned to djo therefore no further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure : the k-wire tip broke off inside the glenoid during the center drill procedure.